Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not analyze a simulated patient rhythm. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker product assessment center (pac) technician performed an evaluation of the customer¿s device and observed that the device would not analyze a simulated patient rhythm. The cause of the reported issue was isolated due to the lower reference voltage measured produced by integrated circuit u25.